Event description:
It was reported that a continuous glucose monitoring sensor paired with an ilet system stopped providing readings on the pump, and when the user attempted to rescan the sensor in the ilet mobile app, a ¿sensor already in use¿ message appeared. Troubleshooting and education were provided, and the user was directed to the sensor manufacturer for replacement. Symptoms included no reported clinical symptoms or adverse physiological effects. Outcomes included no reported impact on health or need for medical intervention. Investigation included a review of the reported issue and user-led troubleshooting steps. Investigation of this case revealed a suspected sensor assignment or pairing conflict that prevented data transmission to the pump. It was concluded that the event was consistent with cgm signal loss or pairing conflict attributable to the sensor system, and replacement of the sensor was indicated.